Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Additional observations: red particles observed, on the surface of the shell. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side "intracapsular rupture of device with deformation. And capsular contracture, grade 3". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side "intracapsular rupture of device with deformation and capsular contracture grade 3". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture, baker grade iii. And rupture.

Event description:
Healthcare professional reported, left side "intracapsular rupture of device. With deformation and capsular contracture grade 3". Device has been explanted and replaced with a non-allergan device.